Manufacturer narrative:
(B)(4). Concomitant medical products: item number / item name / lot number, pt-113950 / pt hybrid glen post regenerex / 652570, 113032 / versa-dial 42x18x46 hum head / 378630, 113954 / md hybrid glenoid base 4mm / 896770. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01720, 0001825034 - 2018 - 01721, 0001825034 - 2018 - 01722. Product location unknown.

Event description:
It was reported that the patient underwent initial left shoulder arthroplasty. Subsequently, the patient was revised due to rotator cuff failure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.